Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had no button response due to corroded keypad traces. Unable to perform the displacement test, verify error alarm in alarm history screen or test for motor error alarm due to no button response. Motor passed motor test. The device had a scratched display window,cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 364 mg/dl. Troubleshooting was performed. The device was returned for analysis.